Manufacturer narrative:
The issue is being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of the surgical lights ¿ xten. As it was stated, the light gasket came off because of a loosened screw. There was no injury reported however we decided to report the issue based on the potential as any parts falling off into sterile field or during procedure might cause a contamination. It was established that when the event occurred, the light head did not meet its specification and it contributed to the event. At the time when the event occurred the device was not being used for any patient treatment. The possible root cause of the issue is related to the malfunction of a control rod inside of the light head, as its main purpose is to hold the front and back covers together. The screw mentioned in the description of the complaint is a part of control rod. A fallen light head seal is visually detectable during the daily inspection performed by users. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer reference number ot252343.

Manufacturer narrative:
The issue is being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is being investigated by manufacturing site. Other text : device not returned to manufacturer.

Event description:
On (B)(6), 2019 getinge became aware of an issue with one of surgical lights ¿ xten. As it was stated, the light gasek came off because of the loosened screw. There was no injury reported however we decided to report the issue based on the potential as any parts falling off into sterile field or during procedure might cause a contamination.